Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is available for evaluation. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4).sample was not returned for evaluation. The reported issue was not confirmed . The cause was undetermined. A labeling review was performed, the product packaging is clear, the instructions for opening the foil are well-defined. Instructions are relevant to this reported. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.the root cause investigationis in progress through (B)(4).

Event description:
The customer reported to baxter that the packaging on a minicap was damaged. There was no patient involvement. Patient injury and medical intervention were not reported for this event.